Manufacturer narrative:
(B)(4). Date sent: 6/9/2026 d4 batch #: unknown additional information was obtained: -the blade broke inside the patient's body. -the damaged pieces will be returned along with the returned product. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic distal pancreatectomy, the blade was broken. It was received a report that the blade was retrieved without any problems and that there were no particular issues with patient impact. Afterwards, the scrub nurse replaced it with a new one, and the surgery was completed. It is currently confirming the details of the situation at the time. No pieces were left inside the patient. Gen11 was used. There were no adverse consequences to the patient. No further information is available.